Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument during a tsa, the product disassembled and the springs and bearings fell out into the sterile field. No fragments fell into the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the plunger had fractured at the tip and bent. The ball bearing and spring disassembled from the body. Quick connect guide handle sample analyzed by sem showed that it fractured due to bending overload. Eds semi-quantitative elemental analysis of the quick connect guide handle showed that it was consistent with 17-4 ph stainless steel review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.